Event description:
The patient reported a catheter blockage and catheter dislodgment. The catheter had moved out of the intrathecal space of the spine but the patient did not remember when that was. The patient was implanted from 2001-2011 and in that time had 2-3-4 revisions every year between implant and explant in 2011. The patient did not remember when the revisions were done. When the pump was removed in 2011, the patient continued to go through severe withdrawal for over a year. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).